Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 24-30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusor failed to infuse or "not fully infusing". This was observed during patient use. The devices contained fluorouracil 5000mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.